Event description:
When contacted for follow up information regarding the event, the healthcare professional reported that they had not seen the patient since (B)(6) 2012. If additional information is received, a follow up report will be sent.

Event description:
It was reported, the lead that controlled vaginal stimulation was "not working at all." The patient saw her health care provider (hcp) in (B)(6) 2012 as the "ins was not very functional at that time." The hcp reprogrammed the device and it was doing ok as of (B)(6) 2013. The patient reported, the lead was not working in (B)(6) 2012, and was later assessed and it was confirmed that the lead was broken. The patient couldn't afford to have the lead redone. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3093-28 lot# v073706, implanted: 2008 (B)(6), product type lead; product ID: 3037 lot# serial# (B)(4), implanted: 2008 (B)(6), product type programmer, patient. (B)(4).